Event description:
On (B)(6): customer reports via phone, staff was performing an undetermined urology procedure when fluoro system failed. Physician was able to complete procedure using endoscope. Pt fine, no reported injury. Patient info was not made available by a customer.

Manufacturer narrative:
Field service engineer (fse) troubleshot and found the computer was actually on but there was nothing being displayed. Fse determined the problem was due to recent power failures that led to an improper microsoft windows shutdown not allowing windows error to be seen except on computer static video port. Fse plugged monitor into the static port and restarted microsoft windows, all unit functions returned to normal. Fse verified proper operations per hut dr. Service manual, sedecal generator service manual, huestis collimator service manual, and the infimed platinum one manual. Unit was returned to service.